Event description:
It was reported that the left ventricular lead exhibited an increase in capture threshold and impedances; insulation abrasion was suspected. The device would be reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.